Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with broken belt clip rails noted. (B)(4).

Event description:
Customer reported via phone call that the clip on the insulin pump came off. Customer's blood glucose level was 165 mg/dl. Customer stated that the infusion set did not show signs of damage. Customer stated that the reservoir did not show signs of damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.